Event description:
Another of many serious attack of diverticulitis which started shortly after a surgery for an incisional hernia repair mesh was used. Immediately after this surgery, I developed an (B)(6) in the hospital. Surgeon dr (B)(6) at (B)(6) medical center, (B)(6).